Manufacturer narrative:
Block h6: imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to the jejunum to treat a duodenal stenosis during an endoscopic ultrasound eus-guided gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, deployment difficulties were encountered, as the distal portion of the stent could not be released despite prolonged attempts, mobilization maneuvers, and the involvement of a second operator. A guidewire was placed in the jejunum, and the release was forced, resulting in the opening of the proximal gastric collar but not the distal jejunal collar; imaging confirmed poor positioning. It was not possible to place an intra-jejunal covered metal stent. The stent was removed, and the gastric wall was closed. Although no patient complications were reported as a result of the event, it was noted that emergency surgical resumption in the operating room was required to repair the gastrojejunal anastomosis. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block b5: block b5 was corrected with user error details missing from previous report. Block h6: imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to the jejunum to treat a duodenal stenosis during an endoscopic ultrasound eus-guided gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, deployment difficulties were encountered, as the distal portion of the stent could not be released despite prolonged attempts, mobilization maneuvers, and the involvement of a second operator. A guidewire was placed in the jejunum, and the release was forced, resulting in the opening of the proximal gastric collar but not the distal jejunal collar; imaging confirmed poor positioning. It was not possible to place an intra-jejunal covered metal stent. The stent was removed, and the gastric wall was closed. Although no patient complications were reported as a result of the event, it was noted that emergency surgical resumption in the operating room was required to repair the gastrojejunal anastomosis. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement trans gastric to the jejunum. Note: it was reported that the physician proceeded with deployment even though the flanges were not properly visualized. However, the hot axios stent and delivery system instructions for use (IFU) state: "confirm position, unlock and visualize. Using eus imaging, re-confirm your position for stent delivery." Considering this, the use of the "user error" code is appropriate, as the physician did not follow the steps cited in the IFU.